Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized for the event. The cause of the peritonitis was unknown. Treatment was not reported. The outcome of the peritonitis and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that a patient experienced peritonitis manifested by the abdominal pain coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for peritonitis. On an unreported date, the patient was treated with vancomycin (1 gram and frequency not reported) and ceftazidime (dose and frequency not reported) ip for peritonitis. On an unreported date, the patient switched to piperacillin/combactam therapies (doses and frequencies not reported) intravenously (IV) in combination with vancomycin therapy for peritonitis. A short time later, the vancomycin therapy was discontinued and the patient was discharged from the hospital. The patient recovered from the peritonitis. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Date of event: the peritonitis occurred on an unspecified date in (B)(6) 2011. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.